Event description:
A robotic cadiere was being used and the surgeon asked for an instrument exchange. The assistant noticed that the instrument was grasping a <1cm of tissue. At the same time there was a recoverable fault error signal on the robot and the message indicating "remove instrument". The rnfa couldn't remove instrument due to the tissue grasping. The surgeon utilized another instrument to cut the <1cm omentum to release the instrument. The fault was recovered, a new instrument was opened, and the case was completed without further problems. Intuitive was notified and an engineer came out to check the robot to ensure the machine was and is functioning within optimum parameters. FDA safety report ID # (B)(4).